Event description:
It was reported that during a pci procedure, the maverick otw ptca catherter balloon ruptured at 12 atms. The number of inflations and to what atms is unk. The lesion being treated is unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.